Event description:
It was reported multiple occlusion alarms occurred on a single day, prompting a visit to the emergency room and subsequent hospitalization in the intensive care unit (ICU). The customer's blood glucose level reached 462 mg/dl with high ketones that were not identified as dangerous the customer fell, however, no visible bruises were noted. To resolve recurring occlusion events, the customer attempted to change pump supplies, however was treated in the ICU with fluids, antibiotics, robaxin, blood pressure medication, lactated ringer¿s solution, and saline, which resolved the issue without causing permanent damage. The customer was released from the hospital after two days.